Event description:
It was reported by service report that the fowler was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler brake clutch. Biomed technician at lourdes hosp evaluated the product.